Event description:
It was reported that during a pre-operation interrgation for a scheduled device changeout due to eri (elective replacement indicator), a lead warning for high impedance was noted. The device and lead were examined under fluoroscopy with no observations except that the atrial lead position was not optimal. The atrial lead was tested via the analyzer where high impedance was found in both unipolar and bipolar. Possible lead fracture was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58 lead implanted: (B)(6) 2005. (B)(4).